Manufacturer narrative:
The om2 cable was manufactured 28 may 2009 and review of the device history record supports that there were no non-conformances noted for any reason. As of january 2009, extensive testing to determine the useful life of the cable was conducted and determined to be 3 years. This information was provided to edwards customers via a product notification which included recommendations for cable replacement and/or return to edwards for evaluation following the established time-period. New product labeling now includes information regarding the useful life of the product. The referenced cable exceeds its recommended useful life. Examination of the returned cable was unable to replicate the customer¿s complaint ¿ no defect or failure to perform as expected was observed during evaluation of the device. Invivo and invitro calibrations were successfully executed while svo2 was monitored for over 30 minutes. No physical damage was observed during the visual inspection. The system-related vigilance ii monitor was also evaluated ¿ the monitor was manufactured 12-nov-2008 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Examination of the returned device was unable to replicate the customer¿s complaint. There was no failure of the monitor to perform as expected. Over 36 hours of burn-in testing, fatu final testing and safety testing were performed. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to function appropriately. The cable and monitor will be returned to the customer (see MDR 2015691-2014-00825 for related vigilance ii monitor).

Event description:
It was reported that svo2 fluctuated severely from below 60% to over 90% during use of a vig 2 monitor and an om2 cable. The svo2 value displayed on the monitor and the value on the blood gas analyzer were quite different; therefore, the customer noted the abnormality of the value and surmised that the value was demonstrably wrong. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous values.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, returned product evaluation result, investigation, and conclusion. An additional MDR will be initiated for the related monitor. The MDR reference number for the monitor will be communicated in the cable follow-up submission.